Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 5 intima-ii 20gax1.16in prn slm npvc had foreign matter before use. The following was reported by the initial reporter: foreign matter was found after the needle was withdrawn during the test before use. White unidentified, cotton-like foreign matter. This intima-ii product was matched with sonovir medicine.